Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported issue of "filling of saline bag" was addressed by a CAPA.

Manufacturer narrative:
(B)(4). The facility's biomedical technician changed the pressure settings as this clinic elevation is greater than 4,000 ft. Above sea level. The machine remains in service and the reported malfunction has not been repeated to date. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR which will be filed at the completion of the plant investigation.

Event description:
A user facility reported a saline bag back-filled during set-up/prime mode. A patient was not connected to the machine at the time of the incident. The drain line meets specifications. There is no report of any patient harm, adverse event or medical intervention.